Event description:
The customer reported the unwashed portion of system check did not pass, and intermittent ind (indeterminate) hybritech-prostate-specific antigen (psa) flags, involving the access 2 immunoassay system. Actual patient results were not generated. The ind flagged results were not released out of the laboratory. There was no patient impacted associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the ultrasonics and primed the instrument. The fse verified there were no fluid leaks or bubbling, verified and adjusted the mixing speed, verified the vacuum, the substrate, and aspirate volume tests, checked all probe alignments, and verified the ultrasonic adjustment. The fse adjusted and leveled the wash station and performed temperature adjustment. The fse noted following the adjustments system check passed and no further evidence of intermittent ind flags were observed. The fse performed a successful quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the ultrasonic system. A definitive root cause is unknown.